Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient presented in clinic after receiving a vibratory alert. An increase in the pacing impedance and a loss of capture was observed on the right atrial (ra) lead. Diagnostic imaging was performed and revealed a dislodgement of the ra lead. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and high lead impedance. As received, a complete lead was returned in one piece for analysis with the helix found extended and clogged with dried blood/tissue. After cleaning, the measured full helix extension length was within specification. The reported events of failure to capture and high lead impedance were not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not reveal any anomalies.